Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "screen goes white" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was found to be a faded display. The lcd is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump screen went white during testing in the biomedical service department. There was no patient involvement. No additional information is available.